Event description:
It was reported that alerts for ventricular shock therapy delivered to convert arrhythmia and anti-tachycardia pacing (atp) therapy delivered to convert arrhythmia. The arrhythmia was initially detected in the vt-1 zone at a rate of 152 bpm (1:1 av conduction observed). No therapy was programmed in this zone. The atrial electrogram (egm) then showed an onset of atrial fibrillation (af) with rapid ventricular response (rvr). The average ventricular rate was 199bpm with ventricular fibrillation (vf) detection met. The atp did not convert the rhythm; however, a 41j shock successfully converted the rapid af. The patient received an additional shock for conducted af falling in the vf zone. The af rate was up to 220-230 bpm. The physician opted to change the vf zone to 230 bpm and changed initial duration from 2.5 seconds to 5 seconds. Further review was recommended due to possible inappropriate therapy. The device remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.